Event description:
Additional information was received from the treating physician who reported that the patient's stroke occurred on (B)(6) 2013 and was not related to vns.

Event description:
Clinic notes dated (B)(6) 2013 reported that the patient has been having numerous problems, including a stroke. The patient fell and developed a subdural hematoma and underwent surgical evaluation. The notes do not indicate the relationship of the stroke to vns. The patient has a chronic history of coronary artery disease, hypertension, and peripheral neuropathy. Attempts for additional information have been unsuccessful to date.